Event description:
Boston scientific received information that the pacemaker and this right atrial (ra) lead had polarity switch to unipolar due to pacing impedance greater than 2,000 ohms. The presenting strips showed pacing in the atrium but there was intra cardiac deflection. Boston scientific technical services (ts) discussed that it was likely that lead electrode tip was fractured or the lead was not fully inserted in the header. In addition, ts provided troubleshooting steps and suggested turning off atrial sensing. Strips were reviewed and noted ra oversensing of the right ventricular (rv) signal which at times fell into blanking period and some were marked as premature atrial contraction (pac). Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.